Event description:
The customer reported a ventilator experienced a nav-ring issue during device set up just before use on a patient. The device was not in clinical use at the time the issue was discovered. No medical intervention was reported. No delay in therapy was reported. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting address & institution phone #: (B)(6).

Manufacturer narrative:
The philips international field service engineer (fse) replaced the nav-ring. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Previous investigations have shown that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure.

Manufacturer narrative:
H10: the visual inspection of the customer returned front bezel assembly revealed no evidence of damage or contamination as received. A failure investigation (fi) technician installed the front bezel assembly into a fi ventilator to duplicate the reported issue of nav-ring failure. The fi technician identified that the nav-ring potentiometer pre-load and resistance measurement test passed. No faults were found on this returned user interface (ui) front bezel assembly.